Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being reported due to the clip becoming caught in the chordae and having to be deployed in an unintended location. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. An xtw was prepared per instructions for use standards and entered into the patient. The clip delivery system (cds) crossed the mitral valve and began to come up to the leaflets, it was discussed that the clip position needed to be changed so the clip was inverted to bring back into the atrium. Upon inversion it was noticed that the anterior of the clip was caught in the chordae. Removal per IFU was attempted for roughly an hour, but could not be freed. Since anterior leaflet insertion could be visualized, the clip was attached to anterior leaflet and was deployed as a single leaflet device attachment. The clip remained stable, and mr remained at grade 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported entrapment of device (clip caught in the chordae) appears to be related to the user technique of repositioning the device. The reported poor image resolution was due to procedural condition. The unchanged mitral regurgitation (mr) and foreign body in patient were due to procedural condition of the of the clip being caught on chordae. Mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.